Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15069, reference MFR report: 1627487-2015-15070. It was reported the patient experienced auto-reducing subsequent to suffering a fall. The sjm representative met with the patient and diagnostics indicated high impedance readings. Reprogramming was unable to provide effective stimulation coverage. Surgical intervention was undertaken and the patient's scs system was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.